Event description:
The customer reported that the insulin pump had a frozen display. Recommended to let the device rest for a couple of hours and then to reinsert a new battery. The customer called back and stated that she had a battery alarm for several hours. The customer attempted to insert a new battery, but the display continues to be frozen. The customer declined to troubleshoot and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad trace. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump was returned with a missing end cap sticker.